Event description:
It was reported that during a tka procedure, could not cut tibia as it said it needed more points, added more points but it wouldn't stop processing (it appears to be stuck) so last few points were removed and it still wouldn't stop processing. Then all the tibial points were cleared and started again. However, it would not let us proceed to cut the tibia using the 5mm spherical burr even after recalibration and checkpoint verifications. The error message "the system has detected that the navio app unexpectedly exited. Please contact robotics customer support to resolve this issue". The case was aborted and converted to manual.

Manufacturer narrative:
H10: the device was used during treatment but was not returned for evaluation. The log files were returned for review and indicated that a jam detection occurred. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The surgical technique guide released at the time of the complaint provides a warning statement on what to do when there is a homing failure. It states "reasons for failure could include the following: handpiece not in point probe or jammed or drill has missing or poorly installed bur. Press "dismiss and re-home the handpiece. Repeat the homing process several times as necessary until homing succeeds. You must successfully home the handpiece before you proceed. If homing fails repeatedly, try using a new bur. If homing still fails, try using a new handpiece." This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The log files indicated that a jam detection error had occurred, which likely occurred after the user dismissed the warning alerting of the active handpiece without removing the point probe from the handpiece. Therefore, the root cause of the reported event was due to user error. Per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the user was able to revert to manual procedure and complete the case. There was no delay or patient injury/impact; therefore, no further medical assessment is warranted at this time.